Event description:
According to the report, a cryovalve sg pulmonary human heart valve was implanted in the patient on (B)(6) 2013. The patient recently developed an early conduit failure with stenosis. The CT scan shows signs of inflammation and the surgeon is suspicious of infection.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
A review of the processing records indicates that the allograft met all processing specifications. A review of all processing areas and times, verification of cleaning, environmental specifications, autoclave cycles, all solution batch records for intermediates used during processing, cryocycle summary, htqa non-conformance reports, and a review of associated microbiology results indicated that the tissue processing records were within specification for the allograft. Quality reviewed the raw material component records for the allograft and confirmed that there were no deviations or errors that could impact the allograft in question. Environmental monitoring for the allograft indicated that all operating facilities that were used for dissection and packaging which had direct contact with this allograft were within specification. The processing cultures of the sg pulmonary valve and conduit were within specification; the incoming bioburden solution, pre-process bioburden solution, sample of the sg heart, and rinse recovery solution were all tested. A review of the donor records, including microbial testing summary, procurement cultures, and environmental culture reports did not reveal any errors or deficiencies. The available information is not indicative of an allograft associated infection; this is supported by reviews performed by tpl, htqa, qc, microbiology, and medical. An additional review was performed by tpl, htqa, and clinical in regards to the reported early conduit failure with stenosis. All attributes of the sg pulmonary valve and conduit were confirmed to be within specification and there was no indication that an error or deficiency occurred at cryolife.